Manufacturer narrative:
The insulin pump alarmed motor error during the occlusion test due to moisture damage on the force sensor resistor. The device had cracked reservoir tube lip, minor scratches on the lcd window, and scratched reservoir tube window.

Event description:
Customer reported via phone call, the insulin pump was alarmed motor error during normal operations. Customer was eating lunch when the alarm occurred. Customer's blood glucose was 168 mg/dl. Troubleshooting was performed. The device was not exposed to an MRI or strong magnetic field. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. He agreed to return the device for further analysis.